Event description:
The customer reported that an 840 ventilator stopped cycling. No pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the gui to bd cable and updated the software level. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).